Event description:
The customer contacted stryker to report that their device would not power on. Upon evaluation of the customer's device, stryker observed that the device would unexpectedly power off. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify and duplicate the reported issue. Upon inspection, the stryker service representative observed a device's unexpected shutdown. The software was updated to solve the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.